Event description:
An infusion pump with a failure code 810:11 the event was reported to have occurred during biomed testing. No record of any patient incident involving the pump. No patient injury has been reported.